Manufacturer narrative:
The subject product will not be returned for evaluation. Investigation is still in process. When investigation is complete, k2m, inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2017 it was reported k2m, inc, that patient felt pain and was revised (B)(6) 2017.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified/confirmed in this case. Since the set screw remains in the patient, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained. There was no reported or observed hardware failures. Presence of hardware post-operatively can contribute to pain aggravation over time even if hardware performs as intended.

Event description:
On (B)(6) 2017 it was reported k2m, inc, that patient felt pain and was revised (B)(6) 2017.